Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: there was no physical damage found to the keypad cover. All keypad buttons responded normally to button presses. The keypad was removed and no defects were found to the button contacts. Investigation revealed a leak at the bolus button. The pump casing was opened and moisture damage was found on the printed circuit board. The complaint of a button response issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.